Event description:
After undergoing surgery to implant an intraocular lens, the difference between the patient's postoperative refractive outcome and the target refraction was -1.25 diopters. The patient underwent a second surgery to improve the postoperative refractive outcome. The original surgery took place sometime between (B)(6) 2013.

Manufacturer narrative:
A field service engineer performed an on-site inspection of the iolmaster. Although certain iolmaster parameters were found to be out of specification, none of these parameters would have affected the axial length measurement which contributed to the lens calculation. Repairs were made to bring the device into specification. The customer reported that they perform tonometry on every patient prior to using the iolmaster; it is known that applied pressure may leave the cornea temporarily deformed. The user manual states "do not perform any contact measurements or examinations in which the eye is touched. They may result in incorrect readings, particularly for axial length and corneal curvature measurements." The customer was made aware of why they need to stop performing tonometry prior to optical biometry measurements. Note: the site contact is the same as initial reporter.